Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 98 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was also received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.